Event description:
A medtronic representative reported that, while in a spine procedure, after registration, the navigation system became unresponsive. Following a hard re-boot of the system, a "no input detected" message was displayed on the screen and it did not start up. At the time, the system became unresponsive an incision had not been made. The surgeon opted to complete the procedure without the use of the navigation system. There was no delay caused by the system malfunction. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. RMA issued. Replacement computer shipped to site. Medtronic investigation of returned suspect computer finds that the computer booted to log-in screen and ran cranial application during initial testing with no problem. Fully functional, no fault found. Did not cause reported event.